Event description:
Event description guidant received information that the monitoring voltage of this boxed cardiac resynchronization therapy defibrillator (crt-d) was 2.81 volts after performing a manual capacitor reformation. The box label states that the beginning of life (bol) monitoring voltage should be 3.25 volts. The device was not implanted and was returned to guidant for analysis.